Manufacturer narrative:
The gender of the patient is unknown. Concomitant devices: physiological saline (optiray 320 mg/ml), a bd syringe plastipack, a .035¿ 300cm starter bsc guide wire, 9f mullins vaine long sheath this device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt. A DHR review was performed on this lot, however another DHR review is pending: review of lot 16001383 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(6). Reporter name : dr. (B)(6).

Manufacturer narrative:
Complaint conclusion: during a percutaneous transluminal angioplasty (pta) of the pulmonary artery, the doctor noticed the 7f 16x4 110cm maxi ld pta balloon had a small pinhole and it was punctured. The contrast came out through the hole. There was no reported patient injury. The device was easily removed intact from the patient. The procedure was successfully completed with a non-cordis balloon. He made a manual inflation using a syringe with less than four atmospheres (4 atm). There was no patient injury reported. The lesion length was 4 mm. There was no calcification and tortuosity noted. The rate of stenosis is unknown. The device was being used for post-dilatation. The device was inserted into the patient and inflated one time. The product appeared perfect during pre-use inspection. The product was prepped per the IFU. There were no anomalies noted during prepping. An indeflator was not used. There was no deflation difficulty reported. There was no separation of any part. There was no reported dissection. The maximum inflation pressure was 4 atm. The balloon and shaft did not burst. There were no anomalies noted during prep of the device. There was no damage noted to the box, pouch, hoop, or balloon sleeve. There was no difficulty removing the balloon sleeve. One part contrast and two parts physiological saline (optiray 320 mg/ml) were used for the case. A bd syringe plastipack 20ml was used for the procedure. The syringe was used successfully with other devices. There was no abnormal resistance noted inserting the balloon through the rotating hemostatic valve. A 9f mullins long sheath was used. A .035¿ 300cm starter bsc guide wire was used. There was no difficulty advancing the guide wire and device to the target lesion. There were no kinks noted on the device prior to, during, or after use. Force was not required when using the device. The product was returned for analysis. One non-sterile unit of maxi ld 7f 16mmx4cm 110cm was returned. Per visual analysis it was noticed that the balloon was previously inflated and deflated. No other issues were found. A leak test was performed and the balloon was inflated and deflated. A leakage was noted approximately at 5.9cm from distal end. The balloon was observed under microscope and a burst condition was found on the balloon. Sem analysis showed that the external surface presented evidence of scratch marks that could be related to the balloon pin hole. The internal surface and marker bands did not present any evidence of damage. No other anomalies were found during the analysis. A device history record (DHR) review of lot 16001383 revealed no anomalies or non-conformances that can be associated with the reported event. The reported ¿balloon - leakage (cardiovascular)¿ was confirmed through analysis of the returned device. The exact cause of the ¿balloon - leakage (cardiovascular)¿ could not be determined during analysis. Based on the information available for review, vessel characteristics are unknown but may have contributed to the burst as evidenced by abrasions noted on the outer surface during analysis. Neither the DHR review nor the product analysis suggests that the burst experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Event description:
During a percutaneous transluminal angioplasty (pta) of the pulmonary artery, it was reported that the doctor noticed the 7f 16x4 110cm maxi ld pta balloon had a small pinhole and it was punctured. The contrast came out through the hole. The device was easily removed intact from the patient. The procedure was successfully completed with a non-cordis balloon (atlas 16x2). He made a manual inflation using a syringe with less than 4 atmospheres (atm). There was no patient injury reported. The device will be returned for analysis. The lesion length was 4 mm. There was no calcification and tortuosity noted. The rate of stenosis is unknown. The device was being used for post-dilatation. The device was inserted into the patient and inflated one time. The product appeared perfect during pre-use inspection. The product was prepped per the IFU. There were no anomalies noted during prepping. An indeflator was not used. There was no deflation difficulty reported. There was no separation of any part. There was no reported dissection. The maximum inflation pressure was 4 atm. The balloon and shaft did not burst. There were no anomalies noted during prep of the device. There was no damage noted to the box, pouch, hoop, or balloon sleeve. There was no difficulty removing the balloon sleeve. One part contrast and two parts physiological saline (optiray 320 mg/ml) were used for the case. A bd syringe plastipack 20ml was used for the procedure. The syringe was used successfully with other devices. There was no abnormal resistance noted inserting the balloon through the rotating hemostatic valve. A 9f mullins vaine long sheath was used. .a .035¿ 300cm starter bsc guide wire was used. There was no difficulty advancing the guide wire and device to the target lesion. There were no kinks noted on the device prior to, during, or after use. Force was not required when using the device.

Manufacturer narrative:
The device was returned for analysis. The engineering report is not yet available. However, it will be submitted within 30 days upon receipt.